Manufacturer narrative:
Prior to steris receiving medwatch #0506160000-2015-8006, the user facility placed a service call to steris stating their 3085sp surgical table was not receiving ac power and running on batteries until the battery power was depleted. A steris service technician inspected the table and identified the power supply required replacement. The table was repaired and returned to service. The user facility placed a subsequent service call to steris stating their 3085sp surgical table did not have ac power. During evaluation of the surgical table, a steris service technician identified that the incorrect power supply was utilized during prior service activities. The service technician installed the correct power supply, tested the table and returned it to service. No additional issues have been reported. No injuries, procedural delays or cancellations were reported by the user facility or within medwatch #0506160000-2015-8006. The service technician was counseled to ensure that the correct parts are identified and installed on capital equipment during service activities. The surgical table is approximately 17 years old and is serviced and maintained by the user facility.

Event description:
The user facility reported via medwatch #0506160000-2015-8006 that the hand control to their 3085sp surgical table indicated the table was running on battery power and not ac power. No report of injury, procedural delay or cancellation.